Manufacturer narrative:
The reported field event of an atrial set screw anomaly was confirmed in the laboratory. Visual inspection noted a stripped atrial set screw and septum material inside the atrial set screw hex cavity. It is believed the stripped set screw caused a poor lead connection and resulted in the high pacing impedance observed in the field.

Event description:
It was reported that the patient presented in the hospital for a lead revision. The physician was not able to connect the atrial lead to the device properly and electrical anomalies were observed. A set screw issue was noted. The device was explanted and replaced. The patient condition was good.